Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is october 24, 1999.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system developed a pocket infection. Only the pulse generator was explanted. The leads remain in service. The field representative was not aware if the patient was given oral or intravenous antibiotics to treat the infection.

Manufacturer narrative:
--

Event description:
Additional information was received that the pacemaker system was removed due to oozing at the pocket site. It was noted that when the prior device was removed, cultures were taken and were negative for infection. Now, the same symptoms have occurred after the device replacement and cultures were negative for infection again. The patient suspects they are having an allergy to the materials in the device. The pacemaker system was successfully removed and no additional adverse patient effects were reported.